Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence of a device malfunction as the device performed as intended, which is evident by the tici was 3 (baseline was 0). Hemorrhage is a frequent complication of acute ischemic stroke that is especially common after thrombolytic therapy (tpa). Based on the reported information, the patient was symptomatic. The cause of the hemorrhage and death cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the reported events is the pathophysiology of the ischemic stroke and the medical intervention. MDR related to this event: 2029214-2017-00379 2029214-2017-00380. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: stent-assisted mechanical recanalization for treatment of acute intracerebral artery occlusion. Roth c1, papanagiotou p, behnke s, walter s, haass a, becker c, fassbender k, politi m, körner h, romann ms, reith w. Stroke. 2010 nov;41(11):2559-67. Doi: 10 .1161/strokeaha.110.592071. Epub 2010 oct 14. Medtronic received the following reports: patient 22 was treated a solitaire fr for a ica / mca occlusion with baseline tici of 0 and nihss of 19. Post intervention, the tici was 3. However, the patient was reported to have developed an ich. The patient was reported have expired post intervention.